Manufacturer narrative:
Date sent to FDA: 1/17/2020. Additional information: a2, b7, d1, d2, d3, d4, d7, g1, g2, h4. H6 patient code: 3189 - surgical intervention. Additional b5 narrative: it was reported that patient underwent removal of mesh on (B)(6)2016 due to recurrent hernia an adhesion. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2011 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.